Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted from acute rehab on (B)(6) 2022 with an altered mental status while also being lethargic. They required transfer to the intensive care unit (ICU) for acidosis, somnolence, and hypotension with concerns for infection. They were intubated and found to have a gastrointestinal bleeding (gib) on (B)(6) 2022. An esophagogastroduodenoscopy (egd) revealed active bleeding from the duodenum. Interventional radiology (ir) completed prophylactic coiling of the gastroduodenal artery (gda), as well as inferior patent ductus arteriosus (pda). The patient required continuous renal replacement therapy (crrt) and eventual tracheostomy on (B)(6) 2022 after failure to wean from a ventilator. On (B)(6) 2022, the patient had respiratory arrest after having large amount of nasal and oral bleeding and bleeding from their new tracheostomy site. Code was called with return of spontaneous circulation (rosc) achieved. A computed tomography (CT) of the head revealed trace bilateral frontal acute subarachnoid hemorrhage (sah). There were low flow alarms with flows down to 0 liters per minute (lpm). A computed tomography angiography (cta) on (B)(6) 2022 showed thromboembolic occlusion of left internal carotid artery (lica), left main coronary artery (lmca), right anterior cerebral artery (r aca), right middle cerebral artery (r mca). The patient was unresponsive and ultimately expired on (B)(6) 2022.

Event description:
It was reported that infection was unable to be confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists multiple forms of organ failure, bleeding, stroke, and death as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.